Event description:
It was reported that patient experienced incontinence with his sling device. Patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus). No adverse patient effects reported. Additional information was received. Sling remains implanted.